Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 400 mg/dl at the time of the call. The customer stated that their sensor would display low readings when they are actually high in blood glucose. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was sent a new sensor.

Manufacturer narrative:
Findings: reliability analysis inspected 5 opened/used enlite sensors and performed bicarbonate buffer test per (B)(4). 4 of 5 sensors failed for high readings 1 remaining sensor passed per specifications with accurate readings.